Event description:
It was reported that the right ventricular (rv) lead exhibited non capture and was reprogrammed. The lead was capped and remains in the patient. A new rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.